Event description:
It was reported that pump display had pixel issue. The customer could not interact with the screen or read it. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode and return it using prepaid label, and was informed that replacement pump would be provided with guidance to reenter pump settings, reconnect continuous glucose monitor, and select appropriate setup option when configuring first profile; customer understood and acknowledged all instructions.